Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a fusiform abdominal aortic aneurysm. The proximal neck was 21-19 mm in diameter and 30 mm in length. The proximal neck was also highly angulated with heavy circumferential thrombus. The femoral arteries were 9 mm in diameter. It was reported that the devices were successfully implanted. However, intra-operatively, a type ia proximal endoleak was observed. The physician performed a touch-up with another manufacturer's balloon and then the endoleak was reduced, however it did not resolve. There was no blood flow into the aneurysm. The physician thinks the endoleak will resolve with time. There was no injury to the patient. The patient will be monitored by the physician. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (anatomy related; angulated neck with circumferential thrombus). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; angulated neck with circumferential thrombus).